Event description:
Related manufacturer report number: 2017865-2023-00927, 2017865-2023-00928, 2017865-2023-00935. It was reported that the patient presented to in clinic follow up with a pocket infection. The pacemaker had eroded through the skin. The pacemaker system was successfully explanted. The patient was stable post operation.